Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient woke up with severe neck pain with movement on (B)(6) 2016. The patient was unable to move their head (torticollis like neck pain), and had associated headache and nausea. The patient also reported having a dry cough for three weeks. The patient denies any additional symptoms. The patient was found to have leukocytosis/infection with lactic acidosis (lactic acid 3.0). The patient was treated with intravenous (IV) antibiotics and IV fluids. Lactic acid improved to 1.5. The lactic acidosis was deemed related to the infection. The principal investigator indicated the event was possibly related to the ventricular assist device (vad) system and patient condition. The event was deemed resolved on (B)(6) 2016. The vad remains in use. No further patient complications have been reported as a result of this event.